Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise that was oversensed resulting in inhibition of therapy. As conductor coil damage was suspected, the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.